Event description:
It was reported that a new ilet pump user experienced elevated blood glucose readings, with dexcom values of 261¿288 mg/dl and a confirmatory fingerstick of 281 mg/dl, while the pump delivered correction insulin and glucose trended down; the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device component or problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.